Event description:
The patient had 4 endeavor rx drug-eluting stents implanted during the index procedure. Two endeavor rx stents were implanted in the mid lad, with the second endeavor rx stent used to treat a dissection after the implantation of the first endeavor rx stent in the mid lad. Two endeavor rx drug-eluting stents were also implanted in the distal rca with the second endeavor rx stent used to treat a dissection after the implantation of the first endeavor rx stent in the distal rca. Approximately 2 weeks post index procedure, the patient had 2 endeavor rx drug-eluting stents implanted during a staged procedure: 1 in the proximal lcx and 1 in the mid lcx, and the patient also had another brand stent implanted in the 1st obtuse marginal. Clinical evaluations committee adjudicated that a suspected mi (non q-wave) occurred, one day following the staged procedure, in the territory of the target vessel. At 30 day/6 months/1 year/1.5 year/2 year/3 year follow ups patient was asymptomatic. (Ref MFR #9612164-2011-00710, 9612164-2011-00711, 9612164-2011-00712, 9612164-2011-00714, 9612164-2011-00715).

Manufacturer narrative:
(B)(4). Evaluation: results: mi. Evaluation: conclusion: no conclusion can be drawn.